Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Battery not holding a charge. The system shuts down at 40% battery life.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded; the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery not holding a charge, the system shuts down at 40% battery life was confirmed. The scanner was fully charged after removing the ac power supply the battery dropped to 47% and abruptly shut off, the cause of the issue is an internal li-ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Battery not holding a charge. The system shuts down at 40% battery life.